Event description:
A clinic registered nurse (rn) reported a pt who complained of feeling tightness in her throat, shortness of breath, nausea a few minutes into her first hemodialysis treatment. The pt received IV antihistamine and oxygen with good result as the symptoms abated. The pt's treatment was interrupted approximately 2 hours later at pt's request to use the bathroom. Her blood was returned and the machine set to recirculation mode. Upon her return, it was found the dialyzer had clotted. The dialyzer was discarded and a new f160 nre dialyzer was set up from the same lot and the symptoms recurred upon re-initiation of the treatment. A second dose of IV antihistamine was given with good effect and the pt completed her treatment. This dialyzer was also discarded. The pt has been changed to a different dialyzer and has no further symptoms. She was not hospitalized.

Manufacturer narrative:
A clinical investigation was performed with the limited amount of medical records received. Results of the investigation are consistent with what was reported by the initial report of the event. The pt symptoms did not recur with the use of the exceltra dialyzer. Dialyzer reactions are not believed to be a device malfunction, but an idiosyncratic reaction resulting from the pt's genetic make up, and the blood interaction with the dialyzer membrane and possibly method of sterilization. Therefore, the event is reported as a serious injury. The results of the plant investigation are still pending. A supplemental medwatch will be submitted upon the completion of the investigation.